Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to a perforation in the apex. An epicardial lead was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 36 cm distal to the is-1 connector pins. All parts of the lead were received. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The visual inspection of the fragments showed several cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. Furthermore a bend in the distal part of the lead was observed which occurred most likely due to mechanical forces applied during the surgery. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted on the distal fragment. For this purpose a stylet had been inserted into the fragment during the test. There were no deviations from the technical specifications. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis of the returned fragments did not reveal any sign of a material or manufacturing problem.